Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The bumper tip of the device showed no signs of damage. The stent of the device was not returned for analysis. A visual examination of the balloon confirmed that the balloon was tightly wrapped, evenly folded and had not been subjected to positive pressure. The balloon material was found to have stent impressions indicating that the stent was crimped in the correct location during manufacturing. A solidified substance, possibly contrast medium or saline was visible in the inflation lumen indicating the device was prepped for use. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that it was a slightly calcified and very tight target lesion.

Event description:
Same case as MDR ID 2134265-2015-03136. It was reported that stent dislodgement occurred. The target lesion was located in the vein graft of the left circumflex artery and obtuse marginal artery. A 2.25x24mm promus premier¿ stent was advanced and was able to cross the proximal portion of the lesion; however resistance was encountered. Upon removal of the device, resistance was again encountered and it was then noted that the stent had dislodged from the stent delivery system balloon. This stent was trapped against the wall of the circumflex artery using another stent. A second 2.25x24mm promus premier¿ stent was then advanced and the same event occurred; however this stent was removed. The procedure was completed using a 4.0x38mm non bsc stent. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).